Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that both leads had experienced high impedance, as a result leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-01439.

Manufacturer narrative:
Date of event is estimated.